Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. The reporter stated that the patient recovered from the peritonitis later the same month as this report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The specific date of occurrence was not available, however the peritonitis was reported to have occurred in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.